Event description:
Small bowel biopsy shows pt's duodenal mucosa with graft versus host disease, grade 4. Three days later, pt developed "continuous" diarrhea with at least 14 bowel movements in 24 hrs. At the same time as the diarrhea, pt had at least 10 episodes of emesis.